Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not pass the touchscreen test. No additional information was provided.